Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high and out of range pacing impedance. The patient presented for a scheduled lead revision. Prior to the procedure, the right ventricular lead exhibited high threshold and loss of capture. The lead was explanted and replaced. The patient condition was stable.